Manufacturer narrative:
Lot #1023003 was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nce's or capas that would have contributed to the reported incident. The device was not returned and therefore a root cause could not be established. There was no reported adverse event or patient harm associated with this event.

Event description:
On (B)(6) 2024, during heart surgery, bowl base leak at the 3rd cycle while utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 125ml. The crack was found at the bowl base and caused leakage. No abnormal sound was heard before the event. The incident caused the loss of about 225ml of blood in the centrifugal bowl, and about 1,300 ml of blood in the reservoir. After the incident, blood was urgently taken from the blood bank to successfully complete the operation. There was no report of patient harm or injury.